Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of genital haemorrhage ('bleeding disorder'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and heavy menstrual bleeding with essure. Quality safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('bleeding disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and heavy menstrual bleeding with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ('bleeding disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and heavy menstrual bleeding with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.